Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, corrosion was found on the rotor. Service replaced the nose cone, bearing stop, bur shield, bearings, and other components. A clean, lube, and adjust was performed to the device, and it was returned to the customer.

Event description:
It was reported that the handpiece began overheating during a tooth extraction / oral surgery. There was no reported patient or user injury, and the case was completed successfully with another device.